Manufacturer narrative:
Added information to section d9, h6 (type of investigation), h6 (device code). Updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). The device was received for evaluation. The report of "could not be deflated" was unable to be confirmed. No visible damage or inconsistency was observed from catheter body or balloon. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. The balloon deflated within 1 second without the syringe attached and it was within specification. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. No product or process malfunction could be identified as no defect was found during the product evaluation. There are manufacturing controls to avoid potential causes related to the reported malfunction.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during insertion in patient, the balloon of this swan-ganz catheter could not be deflated. The balloon eventually got stuck in the patient, and an urgent CT thorax showed that the catheter was too deep because the balloon was broken. Upon removal, the balloon turned out to be broken. Before use, the balloon was tested and was good. No further information was available at this time. The device was available for evaluation.